Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as approximately half a cup. The leak was not contained within the instrument. The operator was wearing gloves and lab coat when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found that pinch valve vl53b was cracked at the bottom and was not actuating. This was causing the waste to back up and overflow. The fse replaced pinch valve vl53b and the instrument ran without any leaks. Identification of failure modes: the cause of the leak was pinch valve vl53b was cracked at the bottom and was not actuating. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to improper drain of the chambers. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).